Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Event description:
A 17mm amplatzer septal occluder was implanted in an asd that measured 13 x 15mm on echo, with a stretched balloon diameter of 17.5mm with adequate rims. The interatrial septum measured 37mm in total length. There was no residual shunt or impingent on intracardiac structures. The patient was asymptomatic before collapse one day post-implant. Urgent echo showed a significant pericardial effusion with signs of tamponade. Pericardiocentesis was performed, which revealed dark, gross blood. With the patient becoming unstable, she was intubated. Once stabilized, emergent surgical exploration found a hemopericardium, and perforations were identified in the anterosuperior right atrial wall and the contiguous noncoronary sinus of the aortic root. The aorta was opened, the device was removed and the perforations and asd were repaired. The postoperative course was uneventful and free of neurological events.